Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This MDR represents the perfix plug light (device 2). An additional supplemental emdr was submitted to represent the bard soft mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2016 ¿ patient was diagnosed with direct right inguinal hernia with implant of bard soft mesh (device 1). (Note: there is no op notes provided for this procedure). On (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with partial removal of (device 1) and an implant of perfix light plug (device 2). Per operative notes, ¿the defect was identified, and medially, the mesh (device 1) had pulled away from the reflected part of the inguinal ligament. The edge of the mesh (device 1) was dissected out. A perfix light plug (device 2) was placed in the defect and sutured.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent right inguinal hernia and small left inguinal hernia thereby underwent laparoscopic repair with implant of plug. Per operative notes, ¿the medial defect on the right and a very small defect of the left was noted. A small indirect defect was identified medially. A plug and patch was placed in the medial defect and attached it to the cooper ligament using tackers.¿ (note: no product identifier provided for plug and patch for this procedure).